Manufacturer narrative:
Sensor 3mh00656014 has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Watermark was not observed at the base of the tail. Visual inspection has been performed on the sensor plug assembly and damage was observed to the guide tabs. The plug was seated correctly and therefore the damaged guide tabs did not case the customer complaint. Therefore, the issue is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message while wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and experienced symptoms described as ¿stunning wave¿, seizure, and a loss of consciousness. The customer¿s wife contacted a healthcare professional but no further information was provided as the customer refused to provide further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message while wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and experienced symptoms described as ¿stunning wave¿, seizure, and a loss of consciousness. The customer¿s wife contacted a healthcare professional but no further information was provided as the customer refused to provide further information. There was no report of death or permanent injury associated with this event.